Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the connection issues. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, when the right ventricular (rv) lead was inserted into the new device header, there was no pacing capabilities. They attempted to connect a second new device, but the issue persisted. Boston scientific technical services (ts) was contacted, and ts suspected that the rv lead was not being fully inserted into the header, and recommended mineral oil to facilitate the process. The mineral oil was successfully used to fully insert the rv lead into the second new device header, and pacing with the rv lead was then possible. The first new device was not used. No adverse patient effects were reported.